Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant on tooth site #28 was removed due to pain. Symptoms of the event: numbness.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were updated: 3331, 4109, 4110, 4111. H6: investigation findings code was updated: 213. H6: investigation conclusion code was updated: 4310. One (1) imp,tsv,3.7,13,mtx,mg 10mm (tsvtb13) was returned for investigation. Visual evaluation of the as returned product identified that there was no damage, wear, or signs of malfunction that would contribute to the event. The implant matched the drawing and was measured. No malfunction was identified during analysis that would contribute to the event. Based on the evaluation, the device malfunction has not occurred. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were likely within specifications and likely conforming when they left zimmer biomet. DHR review was completed for the subject lot number 1241236. It was confirmed that all operations and inspections were executed as per applicable procedure. Sterilization record op# 160 was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 1241236 for similar events and no other complaint was identified. The implant could not be functionally tested for the reported event (pain) as it is a medical condition. Therefore, the reported event couldn't be recreated. The complaint is not related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation is patient specific issue i.e. Allergies, reactions or improper techniques used during placement. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at this time of this report.